Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was severely kinked and compressed on several places along its length. The inner body was inside the outer body and the inner body bumper marker was protruding through the outer body distal end. The inner body was separated on its hypotube. The stent was returned inside the rotating hemostasis valve (rhv) and found to be tangled and separated. The stent struts were separated. The stent separated section was not returned. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The damages found on the device is indicative that most likely due to some procedural complications excessive force was applied in an effort to deploy the stent, which may have led to inadvertent independent movement of the inner body from the outer body causing the stent premature deployment. Therefore, a root cause of operational context has been assigned for the reported stent premature deployment. From the information available it appeared the stent first prematurely deployed, became tangled and then subsequently fractured. However, a definitive root cause for the fractured stent and the broken inner body cannot be determined.

Event description:
Following angioplasty the stent was uneventfully delivered to the target lesion in the basilar artery (ba). However, the physician was unable to release the stent. Subsequently, the physician removed the whole delivery system from the patient and found out that the stent was broken and unexpectedly deployed in the guide catheter and in the rotating hemostasis valve (rhv). The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
Following angioplasty the stent was uneventfully delivered to the target lesion in the basilar artery (ba). However, the physician was unable to release the stent. Subsequently, the physician removed the whole delivery system from the patient and found out that the stent was broken and unexpectedly deployed in the guide catheter and in the rotating hemostasis valve (rhv). The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly in a stable condition.